Event description:
The customer was hospitalized with dka. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the lead screw was over rotating. Instructed the customer to disconnect from the pump and to contact their doctor for back up plan.